Manufacturer narrative:
The hill-rom technician evaluated the bed and found a split in the filter sheet. The technician replaced the filter sheet to resolve the issue. The patient was evaluated by the nurse and found that the wound on her left hip has progressed to stage 3. The patient is being treated with biweekly silver impregnated dressing changes. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Per the hill-rom user manual, poor fluidization; if fluidization is sluggish or uneven, notify your hill-rom representative. Fluidization is affected by the following: room temperature, humidity, the amount of materials, such as fluid, cells or cellular debris, which has escaped from the blood vessels and has been deposited in tissues or on tissue surfaces, restricted air circulation from blankets on the bed. The wear of microspheres to the point that they will not fluidize properly is multifaceted and their replacement is a practical occurrence that is inherent with use of the bed. Several factors come into account, environment, use and care of the patient. Hill-rom recommends not exceeding an ambient room temperature of 75 degrees f. The microspheres can handle limited amounts of fluids passing through the filter sheet. Excessive humidity, incontinence and bodily fluids will saturate the beads and hamper fluidization. Treatment from caregivers such as petroleum based topical ointments and silver compounds will ruin the coating on the beads and permanently destroy their fluidizing properties. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient's wound has gotten progressively worse. The bed was located at the patient's home. This report was filed in our complaint handling system as (B)(4).